Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Customer contact reports no patient information available.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. The patient was manually ventilated and case resumed. There was no report of patient injury.